Event description:
A peritoneal dialysis (PD) patient (PT) contacted Fresenius technical support to report that a Liberty Select Cycler alarmed with a ¿M37 Patient Pressure Not Constant¿ warning. The warning occurred before Step 1 of Setup. The PT was not connected during the incident. The PT Sensor 1 215 and the PT Sensor 2 reads -2. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (PDRN) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (T1) on the inverter board was identified. A phone call and a written attempt have been made to gather additional information and sample availability, but Fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant Investigation: The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. The Touch Screen Test failed. When powering on the cycler the ¿OK¿, ¿STOP¿, and ¿Up/Down¿ arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (T1) of the inverter board with lot code¿"[2004]" which reflects the transformer has "[P155]" insulation thickness.¿The inverter board is located on the rear of the front panel assembly.¿A¿known good¿inverter board was¿installed¿and the display became operational.¿ The Touch Screen and Voltage Verification tests passed.¿The Patient Sensor Calibration Check failed. The failure was traced to the patient sensor one reading being out of range. The patient sensor was recalibrated to bring it within the specified range. The Patient Sensors, System Air Leak and Valve Actuation tests then passed. A pre-accelerated stress test (AST) simulated treatment was performed for fifteen minutes at 1,000mL without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a Device History Record (DHR) review was performed and verified that the results of the in-progress and final Quality Control (QC) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on T1 of the inverter board.